Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable right ventricular (rv) lead was surgically abandoned due to unknown reason. The physician and the field representative were not aware of this event prior to the case. There is no other information available. No additional adverse patient effects were reported.